Event description:
An incident occurred involving a percutaneous endoscopic gastrostomy tube placed in a cerebral vascular accident pt. The peg was inserted on 7/19/96. On 7/26/96 the pt experienced gi bleeding. An endoscopy was performed and it was noted the internal bolster had eroded into the abdominal wall. A bleeding ulcerated area at the site of erosion was noted. The feeding tube was removed endoscopically. A g-tube was placed and the balloon was used to tamponade the bleed. The pt's condition after medical treatment was reportedly good. No further details regarding the circumstances surrounding this event are available.